Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe has severe impact marks at the back end causing the reported fit issues with any mating tracker. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the probe could not be attached to the tracker. Another probe was used. There was no reported delay to the procedure. There was no reported impact to the patient outcome. Additional information received. It was reported that cause of the issue is unknown.